Event description:
Patient called in to report that the system has been giving nonstop alerts since last night ((B)(6)2023). Patient states that they put a fully charged battery in the system but a few minutes later the system alerted the patient to change battery. The patient than switched to the other battery and the patient got the same alert few minutes later. The patient is not currently wearing the system. This morning the patient is getting "connect the plug to the monitor" alert. The patient tried unplugging and plugging it back in but wouldn't clear. The issue was not resolved. The " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device passed all field return tests and inspections and was reconditioned. The returned device met all specification and evaluation tests. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.